Event description:
The veteran representative states the c clip on the right side of the atl4a front riggings popped out when the release lever was utilized, causing it to be lost. He states this is the second time on the right side but also happened once to the left side. The representative states there doesn't seem to be enough room to slip the clip on.